Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and a patient implanted for non-malignant pain. The patient reported that they were not able to increase stimulation intensity level to their level of comfort due to getting ¿locked out¿ and seeing a ¿cannot provide intensity settings¿ message on their programmer. It was mentioned that there have not been any contributing factors leading to the issue. The rep stated that they did some troubleshooting over the phone with the patient, and the patient was able to increase intensity on group a program 2 & 3. However, they were unable to increase intensity on program 1. The issue was not resolved at the time of the report. The rep is meeting with the patient to try and reprogram their settings, and to resolve the out of range (oor) with another setting input. Additional information was received from the manufacturer representative on 2019-jun-12 reporting that the oor was due to electrode 2 being out of range. The electrode was programmed around and the oor was resolved. The patient was able to increase and decrease stimulation after the change. No further complications were reported.